Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula and formed needle not deployed. Investigation of the download data from the pod found timeouts with the rotational sensor transitioning later than expected, indicating a drive stall towards the beginning of operation. Both priming sequences ran for the expected number of pulses, though the firing flat of the ratchet gear was not lined up with the release bar at the end of the second priming sequence, preventing the needle mechanism from deploying at the expected time. Inspection of the drive mechanism components found several contact lines from the rotational sensor springs on the commutator cap, as well as signs of damage. No damages or manufacturing deficiencies were observed on the needle mechanism or drive mechanism components that would cause this contact. No damages or manufacturing deficiencies were found that would result in high pulses widths and a drive stall. The exact cause of the failure of the needle mechanism to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.